Event description:
It was reported that the device was explanted after implantation due to infection. The site was cultured and positive for mrsa. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Catheter: model # 8709sc, lot # n246941007, implanted on: (B)(6) 2012, explanted on: unknown. Analysis of the pump revealed no anomaly found. Analysis of the catheter revealed no significant anomaly; a non-significant indent was seen in the sutureless connector (sc) cup--did not affect infusion. (B)(4).